Event description:
It was reported that this implantable lead exhibited low out of range pacing impedance measurements and high pacing thresholds. This decrease in impedance has been gradually decreasing over time. Lead damage is being suspected; however, it has not been confirmed. The patient and lead will continue to be monitored. This lead remains in service. No adverse patient effects were reported.